Event description:
Follow up information identified the patient's scs ipg was explanted and a new ipg was implanted in a new location. Additional follow up identified the patient reported he was satisfied with the new location of his ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs ipg position was bothering him. The patient described feeling a burning sensation at the scs ipg site. Consequently, the patient's physician decided to replace the patient's scs ipg.